Event description:
It was reported that during an unk procedure, the handpiece housing was damaged. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it was corroded from multiple sterilizations. The handpiece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.